Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review and power on self-test were performed. During the alarm log review and power on self-test the f-38 alarm was identified. The alarm was caused by out of specification force sensing resistors (fsr's). The fsr's were replaced to correct the reported condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.